Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected system onsite and confirmed that the system displayed image disk space low message. The review of system log files showed disk space was too low. Upon troubleshooting, the fse found that the ippc was defective. The cause of ippc failure was not conclusively determined by the supplier's part analysis. However, replacing the ippc by the fse had resolved the issue. System functional tests were performed, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message that the image disk free space low or full. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.